Manufacturer narrative:
Product analysis of te device found that visually, the packaging carton was damaged and bent when returned. The packaging carton contained both electrode (green and red/white) and the size 7 trivantage tube. There were traces of contamination found on the cuff. There was a clear and orange surgical tape found on the tube. There was also tape (yellowish in color) found at the proximal end of the tube. There was indention found in the middle of the tube. There were voids found in all trace pads. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were red (300 kilo ohms), red with white stripe (400 kilo ohms), blue (1.3 mega ohms), and blue with white stripe (1.2 mega ohms). There was an intermittent behavior during the continuity check. Functionally, the device was connected to the nim system while trace pads were submerged in a saline solution. At first, the electrode check passed and then after the tube manipulation, the electrode check failed. For the functional test, each trace was bent near the clamp shell (stylet was used) and there was a lot of noise recorded on the nim screen (over 1,000 ¿v). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during total thyroidectomy procedure, starting right away after first incision, user started getting a lot of I nterference and noise/beeps on both channels of the nim vital. The interference grew as the case proceeded. User initially thought it was because this was a very large goiter procedure that was wrapped around the trachea. As the first side (left) was released, the noise subsided slightly, but as user continued to dissect the left side the noise got worse as time went on. Eventually, the noise was so bad that user started to troubleshoot with some previous tips: switching the + and - on both red and blue channels switching the green ground electrode & the red/white stim return electrode performing multiple electrode checks for impedance checks to reduce the charge on the electrodes. Both the red and blue channels on the tube struggled to pass and sometimes the red channel even announced "electrode off" during the procedure. User then tried switching out the patient interface box only. The problem and noise still persisted, then user switched out the mainframe and the problems/noise still persisted. User were using the pi box "wired". Surgeon only used monopolar cautery at the very beginning of the case (maybe 15 min). The rest of the procedure was only bipolar and ligasure device with the covidian unit user tried placing the interface on the floor to get it away from the bed and away from ane sthesia equipment, nothing worked. Eventually, when the surgeon tried stimulating nerve he was getting positive emg/amplitude call out on everything he touched: skin, thyroid lobe, when he was nowhere close to nerve. The positive amplitude read "66,000" one time and "45 ,000" another time. Finally, user tried to switch the green/red white cords in opposite ports on the pi box each time he wanted to stimulate to get normal responses from the nerve (i.e. 1400uv and 600 uv). There is no patient injury. Additional information recieved after follow up that pro probe was used for entire case.

Manufacturer narrative:
H6: d15 code updated, previously updated d02 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.